Manufacturer narrative:
Batch review performed on 16 nov 2023 lot 2005560: 80 items manufactured and released on 15-sep-2020. Expiration date: 2025-sep-02. No anomalies found related to the problem. To date, 79 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a subsided tibial tray. About 2 years and 9 months after the primary surgery, the surgeon revised the tibial tray and insert and the surgery was completed successfully.